Event description:
(B)(4). Menstrual periods are very painful, back pain, fatigue, bloated, weight gain, tingle in feet, headaches, rash on leg, periods come whenever they feel like it and I always feel pregnant, I leak urine.